Event description:
Pt was being fed using a pump. 95 ml were hung and pump was set to deliver 95 ml/hr. 20 ml were delivered in 3 mins. Reporter stated the safety valve on the administration set was broken. There was no illness, injury or medical intervention resulting from the event. One pt involved.